Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 823 mg/dl and vomiting. During the hospitalization, the customer experienced a minor heart attack, an infection and a blockage in two arteries. Found that the customer's cannula was bent, and the insulin pump alarmed no delivery. Nothing further was reported.